Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint that the wires derailed and became loosened. The instrument was found to have a dislodged conductor wire at the distal end. No wire damage was found and the electrical continuity test passed. The root cause of this failure is attributed to a broken bipolar yaw pulley causing the grip cable crimp to be dislodged. The broken piece was not missing. The root cause of broken bipolar yaw pulley is typically attributed to situations where as excess force is applied to the distal end of the instrument. A review of the device logs for the maryland bipolar forceps (part# 470172-16, lot# n10201216-0214) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There was 1 use remaining after this last usage. This complaint is reportable due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was alleged that the maryland bipolar forceps instrument broke while controlling normal surgical bleeding. While the bleeding was reported to be unrelated to the instrument breaking while controlling the bleeding, a product problem ultimately occurred while resolving an intraoperative complication.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the wires of a maryland bipolar forceps instrument became derailed and loosened while the surgeon was controlling normal surgical bleeding. On 11-mar-2021, and 25-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the maryland bipolar forceps instrument broke while controlling normal surgical bleeding. No fragment fell inside the patient. The bleeding was observed from the uterus and the customer described the bleeding as "normal bleeding from the original surgical procedure." The surgeon used a laparoscopic instrument to control the bleeding. The blood loss was estimated to be 200 cc. It was reported that 1 pint of blood transfusion was performed, the blood transfusion was related to the patient¿s condition after the patient was transferred to the ward. The site does not believe a da vinci device caused or contributed to the bleed. The patient was reported to be recovering well.